Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a dislocation occurred. No plans to revise as of date.

Manufacturer narrative:
[(B)(4)].